Event description:
It was reported that the surgeon was inserting a competitor's lens and the trailing hinge was torn with the indigo-p injector. The lens was removed with no pt injury and another same type lens was implanted. The reporter stated the cause of the trailing hinge tearing off was possibly due to mechanical stress during injection.